Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure performed on (B)(6), 2019. According to the complainant, when the fiber was fired the scope got hit and there was a glared effect on the screen. The procedure was completed with another scope and laser fiber of the same kind. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.